Event description:
It was reported that the display was intermittent and discolored and the keypads were not always functional. The customer gave no indication of pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the customer for eval. Testing confirmed the complaint and investigation isolated the cause to the display controller ic chip on the motherboard. The mother board was replaced. During final test, the device failed its defib charge time test. The effect of failing this test does not alter the ability of the device to deliver therapy. The defib assembly consisting of four boards was replaced. After repairs, the device passed acceptance testing and was returned to the customer.